Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant c-reactive protein IV assay results for a patient sample tested on the cobas 8000 c702 module. The initial result was 41.25 mg/dl. The repeat results were >35 mg/dl (accompanied by a data flag), 42.58 mg/dl, 61,78 mg/dl, and 39.39 mg/dl.